Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and motor test. No motor error alarms noted. However, unit was received with corroded motor home switch. Unit was received with cracked case at display window corners and scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. The customer had already used their backup plan because of their high blood glucose level. The customer was able to rewind the insulin pump. Customer's blood glucose level was high but their actual blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.